Event description:
It was reported that pump battery lost power rapidly, touchscreen required multiple attempts to respond, and cartridge was hard to replace. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up, and no additional information was received regarding any further actions or outcome of event.